Manufacturer narrative:
Siemens healthcare diagnostics inc determined that the cause of the event is due to user error as the user released a flagged reticulocyte result obtained from the advia 2120 with single aspirate autosampler without reviewing it first. The customer failed to follow operator guide instructions to validate flagged results and take appropriate action in accordance with established standard operating procedures before reporting patient results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted siemens healthcare diagnostics inc and reported that they released a flagged reticulocyte result to the physician that was obtained on an advia 2120 with single aspirate autosampler. The flagged result was released without any further checks. The customer contacted the physician but the patient had already been released from the hospital. The patient was not called back to the hospital nor was readmitted. There are no known reports of any adverse health consequences due to the flagged reticulocyte result.